Manufacturer narrative:
Correction: delete product ID unk-crt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID unk-crt. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a chest x-ray post implant of a right atrial (ra) lead, that revealed a pneumothorax. It was noted that during the implant procedure very difficult puncture of the subclavicular vein occurred that required use of a micro puncture kit. The patient was hospitalized for observation. The following day an x-ray revealed significant reduction of the pneumothorax. The patient was no longer symptomatic, and was discharged from the hospital. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval network clinical surveillance product surveillance registry.